Event description:
The surgery was an abdominoplasty. The pencil was layed closed to the dispersive electrode on the pt's leg. A redness was discovered. It is not known wheather the redness resulted from the pencil or dispersive electrode, or what the redness was from. The center has continued to use the pencil without any problems and believes the pencil did not malfunction.